Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box showed multiple delivery interruptions related to occlusion alarms occurring on (B)(6) 2013 including an occlusion occurring at 03:02, deliveries were not resumed until 06:20, and at 18:48, deliveries were not resumed until 20:59. The black box also showed delivery interrupt related to an occlusion occurring on (B)(6) 2013 at 05:31 deliveries were not resumed until 07:40. During testing audio and normal boluses were programmed and were recorded accurately in the pump history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No pump defect was found related to the event.

Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient's blood glucose (bg) was high in the 20-30mmol/l for the last week and a half. The reporter stated that the patient's bg today at 7am was high with polyuria and moodiness. The reporter stated that the pump emitted no prime/no delivery warnings and low battery alarms. The patient has discontinued pump and is on alternate delivery method. This report is being made due to the alleged hyperglycemic event that the patient experienced on insulin pump therapy.